Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a nurse to our local affiliate (B)(4). This case involves a (B)(6) male who was previously treated with radiesse. On an unk date ,the pt received his first treatment of poly-l-lactic acid (sculptra) one vial to the maxillary area. Five days later, the pt developed swelling of the maxillary area, especially, on the right side. Corrective treatment included amoxicillin, deteraxine and cephalexime. The nurse believes the pt over massaged the area causing irritation leading to bleeding and swelling. The outcome is unk. The reporter's causality is not provided. (B)(4). Additional info received on (B)(4) 2008, (B)(4) results: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the dhrs (device history reports) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their eval. Conclusion: no faults detectable. Addendum for follow-up info received on (B)(6) 2008: the nurse reported that medical history was not provided and concomitant medications were not reported. She mentioned that the pt had not experienced any similar events after treatment with poly-l-lactic acid or any other product. On (B)(6) 2008, the pt received his first treatment of poly-l-lactic acid (5 ml water and 2 ml of lidocaine) with a total of 7 mg injected into bilateral cheeks (4 ml to the right cheek and 3 mls to the left cheek). On (B)(6) 2008, six days after treatment, the pt reported swelling, redness, and tenderness on touch. Amoxicillin for five days was prescribed as corrective treatment. On (B)(6) 2008, the pt reported right under-eye puffiness and tenderness to touch. Cetrizine and cefalexin were then ordered for seven days to reduce the swelling. The pt outcome was reported as improved. The causality assessment between the events and poly-l-lactic acid was reported as possible. No further info is expected.